Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information as serious injury. After further review, the manufacturer concluded it as product problem. In box b, adverse event and product problem was updated to product problem and describe event or problem should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to experiencing nose irritation and respiratory tract irritation. The reported events of nose irritation and respiratory tract irritation of the patient was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box h, health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on 07/30/2025 and section h11 should be reported as: in box d: product brand name, model number, catalog item identifier, serial number and product UDI was updated. In box g: 510k was updated. In box h: manufacture date was updated.